Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage with power injector ¿specific operational use: on (B)(6) 2025, the patient underwent a full abdominal spiral CT enhancement exam for postoperative colon cancer review in the medical imaging department. Prior to the examination, in accordance with standard operating procedures, the medical staff punctured and placed an intravenous indwelling needle for the patient for subsequent injection of contrast medium. The procedure went smoothly and the needle was successfully inserted into the patient's vein. Adverse event: during the injection of contrast medium, there was a quality problem with the IV needle, and the back end of the needle's hose leaked, causing the patient's blood to flow out. At the same time, due to the leakage problem, the injected examination dose was missing, failing to reach the standard dose required for full abdominal spiral CT enhancement examination, which seriously affected the imaging effect of this examination. Impact on the patient: due to the missing examination dose, the first examination failed to obtain accurate and effective imaging information, and the patient had to undergo another puncture and re-examination of the whole abdominal spiral CT enhancement examination, which increased the physical pain and discomfort and prolonged the examination time. Treatment measures taken and results: the medical staff immediately recognized the problem of leaking IV needle and took prompt action. First, contrast injection was stopped, and pressure was applied to the patient's puncture site to stop bleeding and avoid further blood loss. Subsequently, the patient was replaced with a quality-qualified IV needle and the contrast agent was re-injected according to the standard procedure, completing the whole abdominal spiral CT enhancement examination. The second examination obtained clear and complete imaging data, which met the diagnostic needs of postoperative review of colon cancer. Description of incident cause analysis: the primary cause of this incident was the quality of the IV indwelling needle. Leakage from the back end of the indwelling needle hose is most likely due to flaws in the manufacturing process, such as the material formulation not meeting the strength and sealing standards, and not being able to withstand the pressure of contrast injection, leading to rupture and leakage. Product packaging and transportation may also affect quality. If the packaging material is unqualified, the material properties of the needle will change due to humidity, temperature and other environmental factors. Bumps, collisions and other improper operations during transportation may also cause minor damage to the needle, ultimately triggering leakage when used.¿

Manufacturer narrative:
The customer didn¿t return photos and defective sample. DHR/bhr review (lot 4233035): this batch of products were assembled at intima ii auto line 4 in sep 2024, and packaged at cfs package line in sep 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. Sku 383012 is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Samples and photos are not returned and the product is not suitable for high pressure injection, so the root cause of the leakage may be related to the incorrect use of the product. Plant will continue tracking this kind of defect.

Event description:
No additional information is available.